Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a very calcified lesion. After inserting the device the physician realized the stent was too short and removed. During removal, the stent dislodged. A wire was put through stent and it was deployed. The target lesion was treated with additional stents. The patient is well post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. Image review: six still images were provided for review. The first image shows a lesion in the iliac artery with significant stenosis and calcification. The second image shows the lesion following pre-dilation with stenosis and calcification still evident. The third image shows the dislodged stent in the area of the lesion indicating that the stent has dislodged in the lesion site possibly while attempting to retract the device from the lesion. The remaining images show the dislodged stent successfully dilated and deployed and the addition of multiple stents to eventually treat the lesion.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent dislodgement). (Calcified lesion) .